Event description:
It was reported that the procedure was cancelled. An angiojet catheter was used for a thrombectomy procedure. However, it was found that the catheter was leaking blood into the console before the procedure. The procedure was cancelled. No patient complications were reported.